Event description:
The initial reporter stated they received discrepant creatinine results for one patient sample tested on a cobas 8000 c 702 module. The specific creatinine assay that was used was requested, but not provided. The units of measure were not provided. The sample initially resulted in a creatinine value of 17. The sample was repeated since the customer expected a higher result. The repeat creatinine result was 90. The sample was repeated twice on a second analyzer, resulting in creatinine values of 99 and 90.

Manufacturer narrative:
The creatinine reagent lot number and expiration date were requested, but not provided. The investigation is ongoing.

Manufacturer narrative:
For creatinine testing, the customer used the creatinine jaffé gen. 2 reagent, lot 731881. The units of measure used for the creatinine assay are umol/l. The initial creatinine value of 17 umol/l was measured on (B)(6)2024. The repeat values of 90 umol/l and 99 umol/l were measured on (B)(6) 2024. During investigations, it was determined that the sample centrifugation time was shorter than recommended by the tube manufacturer. Upon review of quality control data, control recovery drifted between calibrations, but this was considered normal. Calibration failed twice on 09-jul-2024 and this is consistent with a customer handling issue. Other calibrations were stable. The investigation determined the condition of the hardware was fine. A reagent issue can also be ruled out. The investigation determined the issue is consistent with insufficient pre-analytic sample handling. Medwatch fields a2, a3, and b3 have been updated.